Manufacturer narrative:
The product was returned with the membrane completely unfolded and traces of blood on the exterior of the catheter. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and a leak was detected on the membrane approximately 1.5cm from the rear seal measuring 0.013cm in length. The reported problem was most likely triggered by a leak which was found on the membrane. Under magnification, a whitish patch was observed around the leak. This whitish patch is the typical appearance of an abrasion mark which is caused by calcified plaque in the aorta. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).

Event description:
N/a

Manufacturer narrative:
Complete event site name: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID#: (B)(4).

Event description:
It was reported that after approximately 30 hours of intra-aortic balloon (iab) therapy the console generated a blood detected alarm and blood was seen in the tubing. The iab was removed and a blood clot was found in the iab. A new iab was not inserted; treatment was continued with medication. There was no patient harm or adverse event reported.